Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. Reportedly, surgical intervention was undertaken sometime in early (B)(6) 2016 (day unknown) during which time the ipg was explant and replaced with a new model. The issue is resolved.